Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 383 mg/dl. The customer delivered a bolus with the pump. At the time of the call, bg level had lowered to 280 mg/dl and was lowering to target level. As the customer was disconnected from the pump at the time of the all, a system check was not performed. The contact did not feel that the elevated bg was due to an issue with the pump, since a correction bolus was given using the pump and bg level was lowering. A recommendation was made for the customer to consult with their healthcare provider regarding factors that could impact bg level.